Event description:
On (B)(6) 2025, the user experienced a severe low blood glucose (bg) event with a lowest blood glucose (bg) of 20 mg/dl while using a freestyle libre 3+ (fsl3+) continuous glucose monitor (cgm) sensor. The user became incoherent, sweaty, and nearly blacked out. The user¿s son administered grape juice and glucose tablets, monitored them through the night, and confirmed recovery with a morning finger stick of 198 mg/dl. The sensor showed repeated errors and was deemed defective. The user was advised to contact abbott for a replacement and to use backup therapy until a new sensor could be applied. No medical intervention was required. Blood glucose (bg) was corrected with grape juice and glucose tablets.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.